Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings: there was evidence of short battery life observed in the black box history. Unrelated to the complaint, the battery cap was unable to fully tighten to the pump and the battery compartment was observed to be cracked. There was evidence of moisture contamination inside the battery compartment. The leak test confirmed the battery compartment crack. There was no evidence of additional moisture inside the pump when the case was removed.